Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unit passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/compromised forced sensor system test, excessive no delivery test and delivery accuracy test at 0.08750 inches. Unit was programmed with a 5.0 unit bolus. The bolus delivered properly. No air bubble anomaly, bolus anomaly or basal anomaly noted during testing. Unit had cracked battery tube threads, cracked belt clip slot and cracked reservoir tube lip.

Event description:
Customer reported via phone call that they were hospitalized for high blood glucose levels. The customers current blood glucose levels were unknown. No symptoms were noted, and the customer treated with an intravenous drip. The customer stated they were initially hospitalized for a broken leg but began experiencing increased blood glucose levels during the stay. Troubleshooting was not completed. The device was returned for analysis.